Manufacturer narrative:
The crep2 reagent lot was 70264101 with an expiration date of 30-nov-2023. The last calibration performed on (B)(6) 2023 was acceptable with no alarms. Quality control recovery was acceptable. The field service engineer checked the instrument and found a failure of the sensor from leaking tubing. The tubes were damaged. Rinse tubings, rinse mechanism and sensor were replaced. The customer ran calibration and quality controls. Precision checks were performed and were acceptable. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with the crep2 (creatinine plus ver. 2) assay on a cobas 8000 cobas c 701 module. Examples were provided for two patient samples with discrepant crep2 results. Patient sample 1: the sample initially resulted in a crep2 value of 2.21 mg/dl. The following day, the sample was repeated on a second c 701 module, resulting in a value of 1.68 mg/dl. Patient sample 2: the sample initially resulted in a crep2 value of 1.68 mg/dl. The following day, the sample was repeated on a second c 701 module, resulting in a value of 1.00 mg/dl. The rerun results were deemed correct. Corrected reports were issued.